Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was not recognizing cassette when closed. No adverse effects reported.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump's lens was scratched and case had pry marks on it. The review of the device history log identified following: (B)(6) 2018 11:55:21 pm high alarm displayed: cassette not attached properly (B)(6) 2018 11:55:36 pm high alarm silenced: cassette not attached properly functional testing included sensor check. Testing found that the downstream sensor was contaminated. The customer stated issue was able to be duplicated and was confirmed. The problem source was identified as contaminated downstream sensor.